Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a crack on the middle button. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/ fading end cap address label, cracked battery tube area, partially broken off battery tube threads, cracked reservoir tube lip and scratched case. Unit was confirmed for cracked select button on keypad overlay. Unit passed required testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the middle of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.